Manufacturer narrative:
Unit failed displacement test, 261.9 units remaining on the status screen, followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify motor position encoder error or check setting alarms due to motor error alarms. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 140 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer reported to have had an MRI, but insulin pump was in another room; drive support cap appeared normal. Customer also reported to have received a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.